Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified external iliac artery. A7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured at the center of the balloon. The device was removed, and the procedure was completed with a different device. No patient adverse event was reported, and the patient condition was good post-procedure.